Event description:
It was reported that (1) device was used during a aorto-coronary bypass. It was reported by the affiliate that the lx107 instrument jaws do not close well and are not parallel. The use has caused an injury to the mammary artery, which was repaired by the surgeon.